Event description:
It was reported that approximately 115 months after a left knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear and aseptic femoral loosening secondary to osteolysis. The patient has had recurrent and persistent effusions with increasing weightbearing pain. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitants: 02-010-01-0250 - logic femoral ps cem left sz 5 (2743835). 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t (2196984). 02-012-35-5011 - logic tibia ps mod insrt sz 5 11mm (2939289). The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports:1038671-2023-02022, 1038671-2024-03221. This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear. Additional reasons for the reported revision may be femoral loosening and inclusion of the polyethylene in the packaging recall. However, the reported femoral loosening could not be confirmed from the provided information. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.